Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump black box data revealed a cs 078 alarm. The original complaint was unable to be adequately investigated. After confirming verify screen pump loses power. Unrelated to the original complaint, the battery cap was noted to have stripped threads. A test cap was used for testing. There was moisture observed in the display. The pump case was cracked near the top right corner of the display. A leak test was performed and failed indicating a leak at the crack in the pump case. The pump was opened and there was moisture damage found throughout the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.